Manufacturer narrative:
(B)(4). G2: foreign - event occurred in australia. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that during removal of a 4.2 mm locking screw from a plate, the surgeon experienced difficulty and observed small metal threads loosening and detaching from the screw. The metal threads appeared to have stripped from the locking head and the top portion of the screw shaft. All loose metal threads were retrieved, and there was no delay to the procedure or patient impact.